Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and they acknowledged the instructions to continue using the pump and to call back if the malfunction recurs.